Manufacturer narrative:
This report was prepared.by rep. Method: the actual device was visually inspected. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The chamber has a slight dent at the edge of the base close to the hinge bracket. The bottom of the base, where the dent is, also showed some crazing on the surface. The slight dent at the edge of the base and the crazing indicate damage caused by some external impact. When this happens, the autofeed push tube becomes misaligned and the floats jam. As the sample was cut open, it was impossible to verify if the chamber was operating normally. Conclusions: the malfunction was most likely related to user handling, and is related to the reported event. We have received a report from the tca, dated september 14, 2007 (attached) that provided updated information as follows: "the reporter stated that following an internal investigation it appears that the blue "pop off valve" cover had been removed to allow increased pressure for the baby. This is not a standard practice within the nicu, but has been carried out in the past to allow the pressure to be raised for the neonate. Procedures have been put in place that will ensure that the practice is caused immediately." Note: the "pop off valve" is on the pressure manifold supplied as part of the rt329 breathing circuit kit. Tga recommendation: "the reporter's hospital has conducted an investigation into this incident and found that the cause was not due to device malfunction."we are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurence rate of this type of complaint is approximately 0.001% worldwide for the last year. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. The rt329 and mr290 instructions for use indicate the correct water level, and advise users to replace the chamber should the water exceed the limit line. "See scanned pages."

Event description:
The hospital in another country, reported that an mr290 humidification chamber had overfilled and had reached and entered the patient, causing a cardiac arrest. The mr290 was part of an rt329 breathing circuit kit. The baby reportedly required cardiac message and has recovered with no apparent injuries or ill effects.